Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: there were 5 investigations completed during this period. Breakdown of 5 investigations with respective lot numbers are as follows: 4129161607, no product returned; 2850131603, no product returned; 5233271806, no product returned; 4240641811, no product returned; 2984271810, no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of the 17 events of is as follows: haptic detached 2, lens damaged 3, haptic damaged 10, cosmetic issues 2. Serial or lot numbers of suspect products: (B)(4). 11 investigations are completed, 6 are pending from the period. Out of 11 investigations performed, 4 had returned product and 7 had no returned product. Out of 4 returned product investigations, 1 had lens cut, haptic damaged, haptic detached, 1 had haptic damaged, haptic detached and 2 had lens cut, haptic damaged. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 17 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.